Event description:
It was reported that pump experienced malfunction with code 12, with no events noted before issue and no recurrence after reset. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed normal operation, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.